Event description:
Pt was revised to address loosening of the tibial tray.

Manufacturer narrative:
The product was not returned for examination. The investigation was limited to the info provided. The investigation could not draw any conclusions about the reported device loosening without the product to examine and insufficient info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.